Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a kink was identified 8 cm from the distal tip of the device. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is a kink as a result of mishandling, including shipping and storage conditions, subsequent to distribution from stryker. The instructions for use (IFU) state: do not introduce the tip folded into the guiding sheath. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Do not alter this device. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that when the nurse opened the electrophysiology catheter, she noticed a bend in the electrophysiology catheter near the electrodes and the device wasn't used. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.